Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results were not shared. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the rhino-laryngofiberscope was sterilized, but was overloaded with bacteria. The issue was found when preparing the device for use in a diagnostic cannuloscopy procedure. Another device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.